Event description:
During a laparoscopic myomectomy, the error occurred. The errors continually occurred. After that, the jaw of the subject device was broken. The procedure was completed with a similar device. There was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. This will be supplemented if device eval becomes available.